Event description:
It was reported via repair work order that both side rails were not latching in the upright position due to broken white spindle spacers in the latch spindle subassembly. It was also reported that one additional spindle spacer was broken on the right side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.